Event description:
The manufacturer received information alleging that a patient (who uses a trilogy evo, japan in nppv mode during nighttime) went to the kitchen to drink some water after switching the device to standby. While drinking water, "ventilator inoperative" alarm suddenly sounded and the device could not be operated. There was no harm or injury reported. The trilogy evo, japan ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. A ventilator inoperative error indicating that the fluctuation volume of a flow sensor deviated from the standard was observed in the log as the relevant error. Corrective action was performed and the error no longer occurred. Additionally, the flow sensor and system board were replaced as preventive recurrence since the history of replacing the flow sensor recently was observed. The service technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).